Event description:
It was reported that during use of this drill in a spinal procedure, it got hot. The surgeon felt the heat and continued to use the handpiece resulting in his index and thumb fingers to turn red and peel. It was reported that these red and peeling areas healed and no intervention is anticipated.

Manufacturer narrative:
Investigation results: the handpiece was received for evaluation and during testing of this drill, it did not overheat. The drill operated within functional specifications. The customer will be contacted with the above information along with additional information on associated devices used with this drill.